Event description:
A customer reported experiencing a malfunction code 12 on their device. There was no reported impact on the customer¿s blood glucose level, as the customer declined to answer whether their blood glucose exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue happened again, which they acknowledged and understood.